Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, lot# n263192, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported that the patient's implantable neurostimulator (ins) battery was dead and they experienced no stimulation. The battery had gone dead sometime ago (date unsure). The patient also noted that they were re-doing the lead components because they are not where they need them. Specifically, the patient has multiple sclerosis (ms) which was the reason for the ins system being implanted and the first implanted system was for their leg issue and it worked for that. Since then the leg issue had let up and the ms had gone more to the back. The patient now had pain more in the lower back and feet but the leads aren't getting to that area. Follow up information obtained from the healthcare professional (hcp) reported that it was unknown when the ins battery went dead by review of the office records. It was unknown of troubleshooting was performed for the issue. The patient was implanted with a new MRI-compatible ins due to their need for frequent mris of the brain. The patient was to have an MRI of the cervical area on, (B)(6) 2015. The indications for use of the implanted device were noted as non-malignant pain and other non-malignant pain. If additional information is received, a follow-up report will be sent.